Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed there was no issue related to complaint during mfg process. A quality improvement project was initiated to address this issue. Date report submitted to FDA by MFR: 09/10/2010. Date the initial rptr provided the info to the MFR: (B)(4)2010.

Event description:
It was reported the catheter handle leaked.